Event description:
It was reported that the patient was experiencing pocket stimulation from the left ventricular (lv) lead. The lv lead also had high impedance and no capture. The impedances were shown to be decreasing and low and fluoroscopy showed exposed wire/insulation break. The patient is enrolled in the system longevity study (sls). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): performance data were collected from the device and analyzed. The weekly pace lead impedance trend data shows an impedance decrease for minimum and maximum pacing impedance; a range of 532 ohms to 228 ohms between (B)(6) 2012. The full lead was also returned and analyzed. It was noted the outer insulation was melted. The distal conductor was stretched and melted. Blood/body fluid (not obstructed) was noted on the distal conductor. There was also blood/body fluid on the outer tubing overlay. The outer insulation was kinked/buckled and had a cosmetic depression. The outer tubing overlay was melted. There was blood in/on the helix/lobe mechanism. It was also noted the lead was stretched. Visual analysis revealed apparent explant damage on the lead.